Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed one slight offset coil adjacent to the distal weld. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component (a-04020-015a) was also noted, which likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guide wire was advanced into the needle and slight resistance was encountered at the proximal opening of the needle cannula. Once inserted, the guide wire passed completely through the cannula with little to no resistance. A lab inventory guide wire was also advanced and met no resistance. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed that a 'bubble' had formed inside the supplied guide wire hub component (a-04020-015a). This bubbling created resistance between the guide wire and the proximal opening of the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.